Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026, leading to hyperglycemia with symptoms of elevated ketones/diabetic ketoacidosis, hyperglycemia, and irritability. The blood glucose level peaked at 490 mg/dl at the time of the event. No further information available.